Manufacturer narrative:
Per (B)(4) - initial report. Additional information including, confirmation of the date of revision, confirmation of the devices revised, lot numbers, operative notes, x-rays and medical patient information, has been requested in order to progress with the investigation of this event. And if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been requested and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Mobilit,oceane+ and metal head revision of the stem, cup, pe insert and head due to infection. Note 1: insert, stem and head are not cleared in the USA. Note 2: this is a regularization within the framework of a clinical study following a change in our event monitoring process of sae from clinical study.